Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy, the tip of the jaws became hard to open. The seal had no problem, but the handle was stiff. It was used to the infection patient, so the device was discarded. The procedure was completed with another device. There was no patient injury.